Event description:
On 09/15/1999, a field service representative switched cpu boards between two instruments (instrument a and instrument b). A calibration and linearity test were completed on instrument a, but these procedures were not performed on instrument b. On 09/20/1999, nabi performed a calibration but not a linearity test on instrument b. During the period of september 15 through september 20, instrument b was operating with an invalid calibration and without a linearity test being performed. Erroneous results may have been reported during time period september 15 through september 20 due to lack of a valid calibration. Section h10 states that all samples involved would be retested and all samples retested to date have been consistent with the initial results. No report of injury.